Event description:
Staff set the curlin 6000 pump to run continuously at 250 ml/hr for a total volume of 50 ml. When the pump alarmed "infusion complete", staff recorded the volume of sterile water which was 45 ml in the graduated cylinder.

Manufacturer narrative:
Device was not returned. A review will be performed if new info is received.